Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that users were attempting to enter a patient name; however, the name did not populate in the pyxis system, while it was available on another station. A technical support specialist (tss) identified that storage space had been consumed by structured query language (sql) log files. The log files were cleared, which restored available space and resolved the issue. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patients name was not populating in er2 pyxis for med removal. Customer attempted to enter a patient name, but the name did not populate in the pyxis. However, when they accessed in er1, the patient was present in that system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.